Event description:
The device was placed in the patient but had to be removed because the curve was incorrect and the coronary sinus could not be accessed. A new device was used successfully. No harm to patient other than delay of procedure.